Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any unexplained power reset events. Investigation found that the battery compartment was cracked and the threads on the return battery cap were stripped. The cap was unable to tighten properly onto the pump and power loss was confirmed. A new test battery cap was able to secure properly to the pump and the pump powered up properly. The pump was exercised for 24 hours without incidents. When the pump casing was opened to investigate, no moisture or damage was found to the power circuit or battery connecter wires.

Event description:
On (B)(6) 2013, the patient reported noticing a crack in the battery compartment during a return call to animas. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.